Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt has not recharged the ins for the last six months. Physician mode recharge was successful, but then the device would not recharge. Three different recharges were tried without success. The ins was explanted and a new device implanted. Pt suffered no injury and pt outcome is reported as the pt is doing okay.